Event description:
R.n. Inserted rsv influenza swab into nostril of infant. Tip of applicator missing noted after removing from infant nostril. Defective. Noted tip inside packaging. Patient exhibited small amount of bleeding from right nostril.

Manufacturer narrative:
We are unable to investigate this specific claim without the sample. Our production records and retention samples are unremarkable.